Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a flowmeter failure. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they spoke with biomed and they stated the arctic sun device came down for low flow. A functional check showed that the flowmeter was reading 0 even when flow was visually verified with a shunt tube. It was discussed that was indicative of a failed flowmeter. They stated they would order and replace the flowmeter onsite.

Event description:
It was reported that they spoke with biomed and they stated the arctic sun device came down for low flow. A functional check showed that the flowmeter was reading 0 even when flow was visually verified with a shunt tube. It was discussed that was indicative of a failed flowmeter. They stated they would order and replace the flowmeter onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a flowmeter failure. A functional check showed that the flowmeter was reading 0 even when flow was visually verified with a shunt tube. It was discussed that was indicative of a failed flowmeter. They stated they would order and replace the flowmeter onsite. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The DHR is not required as this is not an out-of-box failure. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they spoke with biomed and they stated the arctic sun device came down for low flow. A functional check showed that the flowmeter was reading 0 even when flow was visually verified with a shunt tube. It was discussed that was indicative of a failed flowmeter. They stated they would order and replace the flowmeter onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned